Event description:
Informaion was received that low impedance was detected on the patient&#39;s device in 2021; however it was noted that when diagnostics were run, impedance was ok. It was noted that per the information available, the impedance was flagged as low even though the ohms value was within normal limits at 1850 ohms. It was noted on the screen that generator diagnostics had been performed that day. Generator diagnostics are only supposed to be used during surgery with a test resistor pin, where it compares the ohms value received against the test resistor pin ohms value 4000 ohms. Therefore it was dtermined that the report of low impedance in 2021 did not represent a device failure and was due to improper use of generator diagnsotics. The same physician that reported the low impedance in the past had reported the 2021 &#34;low&#34; impedance value. No further relevant information has been received to date.

Manufacturer narrative:
H4, corrected data: initial report inadvertently omitted the manufacturing date of the suspect device. H6, corrected data: supplemental report 1 inadvertently did not update the conclusion code when it was found that the issue was due to user error.

Event description:
It was reported that the patient's device indicated low impedance upon interrogation. Subsequent interrogations indicated normal impedance. No surgical intervention has occurred to date.